Manufacturer narrative:
A DHR (device history record) review is in progress.

Event description:
During a pelvic surgical procedure, while using the capio device, to stitch a piece of mesh to the patient's vaginal vault it was noted by the physician that the end of the needle sheared off and is assumed to be now imbedded in or near the patient's utero-sacral ligament. "The surgeon does not anticipate that there is any adverse effect, and it was not clinically significant to explore the ligament to try to remove this very small needle end." Multiple attempts to reach the complainant have been unsuccessful and therefore, no additional info is available.